Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The pump was received with stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with corroded motor home switch, cracked lcd window, cracked case at lcd window corners and broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer stated that she was giving herself bolus and the pump alarmed motor error. The customer stated that the pump had cracks on the bottom of the screen that ran across the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.